Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with high blood glucose of 680 mg/dl. The current blood glucose was 187 mg/dl. Customer was wearing the pump at time of hospitalization. Customer had to no delivery alarms since the high blood glucose started and before being hospitalized. Customer treated high blood glucose with bolus and if it did not come down she would take a shot. They are unable to describe any possible damage to the drive support cap. Customer reported that, the infusion set had bent cannula. Customer could not continue troubleshoot for high blood glucose and no delivery alarm as she does not have her pump with her. The device will not be returned for analysis.